Manufacturer narrative:
\Previous: initial MDR stated "the patient began to experience refractive surprise" _corrected: "a refractive surprise was noted by the surgeon." Previous: the supplemental information stated: "the surgeon has re-oriented the lens per advice from medical." _corrected: "the surgeon has re-oriented the lens." Previous: the supplemental information stated "alfagan" dose, correct spelling is presumed to be "alphagan" dose. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4). Device remains implanted

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6, diopter +6.0/+4.0/150 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. The patient began to experience refractive surprise. The physician repositioned the lens on (B)(6) 2017 and performed a yag, and the lens remains stable. However, there is no change in refraction and visual acuit is < 6/60 and does not improve beyond 6/36 with glasses. As of the date of MDR reporting the lens remains implanted and the surgeon has not decided what the next course of action will be.

Manufacturer narrative:
The surgeon has re-oriented the lens per advice from medical. The patient's vision is now at 6/12 (expected outcome) and vault is at 800. Alfagan dose has been reduced to 1 time per day. The patient is satisfied with the results, problem is resolved. (B)(4).